Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated tall five clips fired were dropping off of the cystic duct and the artery. The clips were removed from the patient with a grasper. They completed the procedure with a new like device. There was no patient consequence reported.